Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06927. It was reported that the patient presented in emergency room due to respiratory symptoms. The patient felt lightheaded and dizziness. Upon interrogation, polarity switch on both right atrial (ra) lead and right ventricular (rv) lead was noted. Chest x-ray confirmed subclavian crush on both leads. High, out of range, pacing lead impedance was observed on the ra lead. It was noted that in 2019, reproducible noise and high impedance were observed on the rv lead. Programming change was made at this time. Both leads were capped and replaced on (B)(6) 2020. The patient was stable.